Event description:
The customer alleged that seven employees experienced symptoms when working around the sterrad unit. The second of the seven employees experienced coughing and headaches. The customer stated that the symptoms have resolved. The customer did not seek medical attention. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Coughing: device evaluated at customer site. The fse reported the following: performed a planned maintenance (pm) and replaced the oil mist filter. The fse verified the system met the MFR's specifications. The fse performed an empty chamber cycle successfully. Reference mdrs: 2084725-2009-00079, 2084725-2009-00080, 2084725-2009-00081, 2084725-2009-00082, 2084725-2009-00083, 2084725-2009-00084.